Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer's blood glucose (bg) level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
Device not returned.